Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's daughter that her mother had high blood glucose. She reported that the customer's first time on therapy, she had experienced high blood glucose and pump alarmed no delivery. Customer's blood glucose elevated to 416mg/dl. The customer stated there was no air bubbles noted. Advised customer to call back to complete high blood glucose troubleshooting.